Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of reyk0376 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation. Device not returned.

Event description:
It was reported that resistance was noted upon attempting to remove the guidewire. Needle and guidewire were removed together. It was said that, area noted on guidewire that had caught on the needle.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the guidewire caught in the needle was confirmed and the cause was use-related. The product returned for evaluation was one guidewire and one 18ga introducer needle. Blood residue was evident along the wire and within the needle. The wire was inlaid through the needle shaft and was stuck. Both inner core wires were broken and the outer coil wire was elongated. Following removal of the guidewire, inspection of the distal tip revealed the weld tip to be intact, attached to the end of the coil wire. Microscopic inspection of the distal weld tip confirmed the presence of abundant blood/tissue residue. Microscopic inspection of the breaks in the inner core wires revealed sharply defined break edges. The break surfaces exhibited dully granular textures. Material necking was evident in the vicinities of both breaks. Microscopic inspection of the proximal edge of the needle bevel revealed outward flaring edges and regions of increased luster. The characteristics of the needle bevel were typical of damage caused by withdrawing the guidewire against the needle bevel. The inner core wire break characteristics were consistent with damage caused by tensile stress. It appeared that the wire became stuck within the needle shaft during an attempt to withdraw the needle through the needle shaft. Subsequent pulling resulted in the observed breakage and elongation of the wire. The product IFU states ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needle from damaging or shearing the guidewire.¿